Event description:
As reported, the tamper tube of a 6f/7f mynxgrip vascular closure device (vcd) was unable to be released from the device during deployment. Everything needed to be removed together. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure. The deployer was mynx certified. A 6f unknown sheath introducer was used. Femoral artery suitability was verified on angiography or venography, including vascular sheath introducer insertion angle verification. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved with 15 minutes of manual compression by the physician. The user shuttled down completely. There was no significant resistance during shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was visible. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.